Manufacturer narrative:
Device output measurements discovered the device was outputting within specified range. Capture test revealed no capture anomalies. Evaluation of the device header found no defect that could contribute to the complaint of loss of capture. Further testing revealed the device battery was above elective replacement battery levels. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an unrelated lead revision procedure, intermittent exit block was noted. The physician alleges a device header issue. The device was explanted and replaced. The patient was in stable condition.